Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual, tactile, microscopic and dimensional analysis was performed on the device. Stent struts were lifted at the proximal end with multiple kinks noted along the hypotube shaft. The balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There were no signs of movement, the stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. The undamaged stent od (outer diameter) was measured using snap gauge and the result was within max crimped stent profile measurement.

Event description:
It was reported that a dissection occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified in the left anterior descending artery (lad). Following pre dilation using a 2.50x12 mm balloon, a 2.75 x 48mm synergy stent was deployed. Post dilation, proximal dissection was noted. Stent damage was also noted. The dissection was covered with another stent and the procedure was completed successfully. No patient complications were reported. It was further reported that the 2.75 x 48mm synergy was deployed at 11atm. A 2.75 x 12 mm nc quantum apex balloon was used to post dilate the stent. The dissection was flow limiting.

Event description:
It was reported that a dissection occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified in the left anterior descending artery (lad). Following pre dilation using a 2.50x12 mm balloon, a 2.75 x 48mm synergy stent was deployed. Post dilation, proximal dissection was noted. Stent damage was also noted. The dissection was covered with another stent and the procedure was completed successfully. No patient complications were reported.

Event description:
It was reported that a dissection occurred. The 70% stenosed target lesion was located in the mildly tortuous and mildly calcified in the left anterior descending artery (lad). Following pre dilation using a 2.50 x 12 mm balloon, a 2.75 x 48mm synergy stent was deployed. Post dilation, proximal dissection was noted. Stent damage was also noted. The dissection was covered with another stent and the procedure was completed successfully. No patient complications were reported. It was further reported that the 2.75 x 48mm synergy was deployed at 11atm. A 2.75 x 12 mm nc quantum apex balloon was used to post dilate the stent. The dissection was flow limiting.